Manufacturer narrative:
The company representative reviewed the event with the customer and found the customer was referencing issues experienced previously with the head moving. The issue was resolved previously. The customer was not reporting new issues with the system. The system was tested and met all product specifications. The system was manufactured on march 31, 2015. Based on qa assessment, the product met specifications at the time of release. No further issues have been reported. The root cause of the reported event can be attributed to customer dissatisfaction. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the microscope head was moving. Additional information has been requested.